Manufacturer narrative:
H.6. Investigation: DHR, quality notifications and maintenance records were verified where no records potentially related to the occurrence were found. Ten samples were available which were analyzed and it was possible to observe two failed stem in the socket region that led to the separation of the piston. The incident is related to the low resin temperature caused by the resistance burning in the affected cavity. The low temperature of the resin caused the lack of filling of the cavity that generated the failed stem. H3 other text : see h.10.

Event description:
It was reported that chemotherapy leaked past the plunger when stopper separated with a bd syringe plastipak 20ml ll. This occurred on 3 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from portuguese to english: three (3) syringes with plunger problems, including chemotherapy leakage due to this because when aspirating the medication the stopper separated. There was no damage to the patient/health professional. There was no need for medical or surgical intervention. There was no blood or chemotherapic exposure because the professional was using proper protection.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that chemotherapy leaked past the plunger when stopper separated with a bd syringe plastipak 20 ml ll. This occurred on 3 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: three (3) syringes with plunger problems, including chemotherapy leakage due to this because when aspirating the medication the stopper separated. There was no damage to the patient/health professional. There was no need for medical or surgical intervention. There was no blood or chemotherapic exposure because the professional was using proper protection.